Event description:
Additional review indicated that the patient also was taking neurontin now by mouth. The patient also was experiencing shaky.

Event description:
It was reported that from 2009 to 2011, the "pump had a small leak" and patient had experienced "some withdrawal". Patient was admitted to the hospital last week and was "treated with a patch to cover for her withdrawal". Patient was experiencing hot/cold, headache, and itching. Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that the pump currently contained morphine and baclofen. It was further indicated that there were four drugs total in the pump, but the reporter did not know two of them. As reported, it is unknown as to when baclofen was added to the patient's pump. In (B)(6) 2011, the patient experienced withdrawal, so a CT scan was performed and a catheter leak was determined. In (B)(6) 2012, the patient underwent back surgery to fix a "fusion" and also to repair the catheter leak or "catheter split". The patient indicated they had multiple back surgeries in the past, and she believed the catheter had been leaking for some time. The revision procedure was not performed until (B)(6) due to physician availability. The patient was being followed up for her pump via an alternate physician; and was "doing better". The patient still had to take some oral medication, but planned to continue to work with their physician to manage her pain. In regards to the four drugs noted as being in the pump, it was indicated that the patient may go to straight morphine. Further information received from the hcp indicated that the cause of the event was due to a break/tear/hole in the catheter; and medication was leaking from the catheter site. Following the revision procedure the patient recovered without sequela.

Manufacturer narrative:
Catheter model: 8711, lot #: j11510r51, implanted: 2003-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the healthcare provider (hcp) who treated the patient for 8 years had found a 2cm leak in her s5 spine and never told her about it. The patient went to a new hcp. The leak was found ¿in (B)(6) 2012, I mean 2011, and then it was 118cm, and the hcp said he had to do back surgery again because screws won¿t take and he had never seen anything like this¿. The patient noted that 3 months after the hcp did the first surgery the hcp told the patient that since she had 4 surgeries already it would take longer to recover.

Manufacturer narrative:
(B)(4).